Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device had poor staple formation. After firing, the staplers were positioned upright on the remaining open part of the stomach, but could not be closed properly. The surgery time was extended for more than 30 minutes to be able to close the open part of the stomach and to continue the staple line. The remaining open side of the stomach was sutured with the intra-corporeal suture technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.